Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-00330, related manufacturer reference number:3006705815-2024-00332. It was reported patient experienced ineffective coverage of pain relief as both the leads had migrated and also addressed pain /discomfort at the ipg site. Lead migration was confirmed via x-ray. As such surgical intervention took place where the ipg was replaced with a smaller one and leads were replaced with a paddle lead. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.